Manufacturer narrative:
H.6. Investigation: customer returned two images of a single 0.3ml syringe. Its needle shield and hub having separated from the barrel. The hub has become lodged inside the shield. There is no damage to the connector at the distal tip of the barrel or its needle hub. No other defects found. Due to the batch being unknown, no DHR review can be completed. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the user could not detach the shield."

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the user could not detach the shield."